Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that he just changed the set and he was trying to bolus and had no delivery alarm. Troubleshooting was done for no delivery during basal/bolus/fixed prime. Customer's blood glucose was 96 mg/dl. Assisted the customer performing the 5 unit fixed prime but call got disconnected. Unable to continue to troubleshoot. Customer reported back and educated the customer regarding bolus wizard. No further info provided.